Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 1 month after the initial implant. The cause of the iol explant was refractive surprise.

Manufacturer narrative:
(B)(4). The returned intraocular lens was measured for diopter and is correct as labeled, 17.0. The initial implant was replaced with the same model lens of a higher diopter. Our investigation identified no product deficiency, suggesting that this event was not caused during the manufacturing process. Patient outcome was not reported. All information available is included in this report.